Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the matrix screw and components exhibit post production/acceptance damage that includes: the body/ collet separated from the screw. The screw is completely peeled away from end and there are nicks and scratches on the face; also, there is visible flattening in the blasted area. The body/collet assembly is designed to assemble and disassemble from screw per matrix technique guide. The spherical internal and outer diameters could not be measured because spherical diameter can only be measured after anodize but prior to bead blast. A material or manufacturing related condition can be excluded. Neither a manufacturing nor a design related failure could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, the doctor placed a 6x40 screw on left l5, looked at it through an x-ray and decided to remove it and put it on again. When he was placing the screw again, it broke, the tip of the screw remained in the screwdriver and the other part remained in the patient¿s body. This report is for an unknown screw driver. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw driver. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was reported on previous follow up report; however, this was reported in error. This device was not returned therefore, no evaluations have been completed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.